Event description:
It was reported that a patient's right ventricular lead was exhibiting high threshold and low sensing readings due to low r waves. Fluoroscopy was performed on (B)(6) 2021, which revealed that the lead had dislodged and was pulled taught. The physician explanted and replaced the lead with a longer one on (B)(6) 2021. Upon inspection, it was noted that the explanted lead¿s helix would not retract as well. The patient was reported as stable.

Manufacturer narrative:
The reported events were for a helix mechanism problem, lead dislodgement, inadequate capture, device sensing problem, lead slack issue, and ¿the patient had high rv thresholds and low sensing¿. As received, a complete lead was returned in one piece. The reported event for a helix mechanism issue was confirmed. Visual inspection of the lead found the retracted helix clogged with blood. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The measured full helix extension length was within product specification. The reported events for inadequate capture and a device sensing issue were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event for a helix mechanism issue was due to blood in the helix region.